Event description:
It was reported that the stent was stretched. The target lesion was located in the mildly tortuous and severely calcified left main trunk (lmt) to left anterior descending (lad) artery. After ablation was performed with a 1.5mm and 2.0mm rotablator burr, a 2.5mmx38mm non-bsc stent was deployed in the distal lad. A 20mmx4.00mm promus premier¿ stent was then selected for use. When the 20mmx4.00mm promus premier¿ stent was taken out from the sterilized bag and was removed from the holder, it was noted that the stent was stretched. The procedure was completed with a 20mmx3.50mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the majority of the crimped stent was damaged apart from the proximal 3 rows of stent struts. The distal portion of the crimped stent was distorted, damaged & stretched distally out over the distal tip of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the stent was stretched. The target lesion was located in the mildly tortuous and severely calcified left main trunk (lmt) to left anterior descending (lad) artery. After ablation was performed with a 1.5mm and 2.0mm rotablator burr, a 2.5mmx38mm non-bsc stent was deployed in the distal lad. A 20mmx4.00mm promus premier¿ stent was then selected for use. When the 20mmx4.00mm promus premier¿ stent was taken out from the sterilized bag and was removed from the holder, it was noted that the stent was stretched. The procedure was completed with a 20mmx3.50mm promus premier¿ stent. No patient complications were reported and the patient's status was good.